Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was damaged. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the guidewire stuck in it. Visual analysis found guidewire tip distorted at tip nose and blood obstructed in distal conductor. Guidewire was removed from lead during destructive testing.

Event description:
It was reported that during the implant procedure the physician could not remove the guidewire from the left ventricular (lv) lead. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.